Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for unknown screws - unknown lot. Implant date: unknown. Explant date: there is no indication that the device was removed. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on a number of occasions, after bending is achieved, bending screws cannot be removed from the plate. The surgeon then elects to cut the plate or manually create a deeper recess for the cruciform. Surgery is prolonged and traumatized the patient. The surgeon is concerned about the rigidity of the bending insert as the recess "slipped' very easily, and that the screw driver was not able to manipulate the screw. Concomitant part: screwdriver (part# unknown / lot# unknown / quantity unknown). This complaint involves two (2) devices. This complaint is for an unknown number of screws. This is report 1 of 2 for (B)(4).

Event description:
Concomitant parts: 1 qty, p/n 03.503.071, lot number unknown. 1 qty, p/n 03.503.072, lot number unknown.

Manufacturer narrative:
A product development investigation was performed for the subject device: the cut section of the plate (2 holes) was returned along with the bending screw stuck in one of the plate holes as described. The plate shows heavy traces of wear, due to the extensive bending operated intra-operative. Because of the existing damage and the blocked screw in the plate, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. To address the user¿s concern as to the rigidity of the bending screw, a comparison of the following product drawings shows that the recesses are identically specified (dimensions, tolerancing and material): 2.0mm matrixmandible locking screw . Bending screw . Therefore, the bending screw is as rigid as the bone screws in this system. To evaluate if the occurrence of surgical delay due to the bending screw being stuck in the plates can lead to a valid complaint, it is necessary to check if the labelling allows for the bending screw to remain in the plate. Per instructions for use: troubleshooting: bending inserts may remain in the plate if removal may induce any risks. Per surgical technique: avoid sharp bends. Sharp bends include a single out-of-plane bend of >30 degrees between two adjacent holes. Bending inserts are made from biocompatible implant grade material (ti-6al-7nb). Conclusions: since the labeling allows the screw to remain in the plate and being implanted, the article was performing as intended and the complaint is therefore invalid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.